Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered. The model# was not provided.

Event description:
The customer was at work when he received a blood glucose reading of 296mg/dl on the contour next link 2.4. He injected a bolus of 5.2 units of insulin. Shortly thereafter he became unconscious. He was assisted by emergency services who provided him with a glucose solution and he also ate carbs. The customer was advised to return the strips for evaluation. New meter and strips were sent to him.